Manufacturer narrative:
Corrected data: evaluation codes- device code was inadvertently entered incorrectly in initial report.

Event description:
Device 1 of 4 MFR. Reference report#: 1627487-2019-02950, 1627487-2019-02951, 1627487-2019-02952. Follow up revealed that one of the patient's leads was explanted and replaced due to fracture. Therapy was restored post-op. All devices are being reported as it is unknown which lead was replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2019-02950, 1627487-2019-02951, 1627487-2019-02952. It was reported that the patient is not receiving adequate therapy, due to lead migration. In turn, x-rays were performed confirming migration, and an impedance check revealed that the right occipital lead displays high impedance. As a result, the patient may undergo surgical intervention.